Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Troubleshooting was not performed for high blood glucose event. The customer also reported change sensor and sensor updating alert. There was difference in sensor glucose and blood glucose as well. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On september 26, 2022 customer alleged received change sensor/bad sensor alarm, sensor updating/sg not available, and sensor glucose vs. Blood glucose event. Following our receipt of the one returned used sensor performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to being out of 20% range on the bts 200, 1% readings, at bts 100, 5% it was reading 42.0, and at bts 200, 1% it was reading 28.33 which place it out of the 20% range, the unit was place under microscope and found gold traces broken at the reference, working, and counter electrode. Also visually found platinum overgrown on the reference, working, and counter electrode. See attached picture for details. In summary, the customer complaint of cal error/calibration not accepted, and change sensor/bad sensor alarm and sensor glucose vs. Blood glucose event was confirmed, due to the damaged electrode. The latest information regarding the carelink data request is as follows; "hello everyone. I reviewed the interaction. It appears we asked the customer to upload to carelink, as part of troubleshooting, to be able to identify any issues. Customer declined and was unable to upload to carelink". Also, the email is attached stating the interactions with product support rep iii / 24hr technical support. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.